Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection identified no kinks or damages with the hypotube shaft. Under microscopic analysis, the balloon was noted to be returned in a deflated state. The first blade had 5mm of proximal segment missing with its castpad intact, the second blade had 4mm of segments detached in the mid-section with its castpad fully bonded on the balloon. The third blade had slight bends in the mid-section of the stent. The fourth blade showed no damage. The inner lumen underneath the balloon was flattened, the tip profile undamaged, and the distal and proximal markerbands were flattened.

Event description:
Reportable based on device analysis on 10/03/2025. It was reported that the device could not cross the lesion. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery. A 10mmx3.50mm wolverine cutting balloon monorail was selected for use, but it could not cross the lesion due to calcification. The procedure was completed with a different device, and there were no patient complications. However, device analysis identified that two sections of the blades were detached.